Event description:
It was reported that a device was about to be used during a laparoscopic assisted vaginal hysterectomy. The trocar's outer seal appeared to be torn prior to use. Another device was used to complete the case. There was no consequence to the patient.